Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, staples did not approximate together at the surgical site. Multiple fire of the purple add then subsequent black staple was used to do a wide excision as a wedge resection.